Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the sigmoidectomy on the anal side, during the first firing, when the physician set the reported product in the colon and attempted to fire by pushing the green button, the handle could not be fired any further. The procedure was completed with another device. No injury.